Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal bupivacaine (concentration and dose unknown) and unknown morphine 10 mg/ml at 5 mg/day via an implanted pump for spinal pain. It was reported a motor stall was seen at the initial interrogation and the patient did not recently have an MRI. The motor stall was active. The patient was located at home with no environmental causes present. The rep was to follow-up with the healthcare provider (hcp) to review considerations. Patient symptoms were not reported, and the event date was ¿at least 24 hours¿ ((B)(6) 2019). It was noted the pump would most likely be replaced. Additional information was received from a hcp via the rep on 2019-jun-19 indicated the event was initially reported by the emergency room (ER) doctor. It was unknown when the motor stall occurred and if it recovered because the pump was interrogated by the ER physician and the logs were pulled at that time. The cause of the motor stall was not determined, and the pump was replaced on (B)(6) 2019 {the following day after the reported event}. It was noted the motor stall had not been resolved but the pump had been replaced. The patient went through withdrawal symptoms per the doctor. The current status of the pump was unknown at this time. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and indicated the account chose to discard the device when it was replaced. No further complications were reported/anticipated or expected.